Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the outer insulation had a breached depression. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial (ra) lead was oversensing causing false atrial tachycardia (at) and false atrial fibrillation (af). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.